Event description:
Nurse was preparing blood transfusion for patient. When spiking the blood bag, the spike was long enough and sharp enough to puncture the side of the blood bag above the spike port on the bag. A large amount of blood flowed onto floor and nurse's clothing. The blood set is from cardinal - 10015414. We are using this set because they are unable to supply the set that we normally use. We have had this problem in the past when we used a different cardinal blood set. In addition to this spike being longer and sharper, some blood bags have a larger thickened area in the spike zone which would prevent inadvertent puncture. This bag does not have an extended thick area. The patient's treatment was delayed in order to prepare another unit of blood. This happened to two different patients this week.